Event description:
It was reported by service report that the stretcher would not stay in zoom mode when it goes over bumps. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: zoom (powered drive).